Event description:
Customer's daughter-in-law reported customer had to be hospitalized at a time when the aviva system was unavailable, due to an error within spec. Error messages are designed failsafes to disable the device from producing a result when certain operating conditions are not met. Caller had inserted dosed end of strip into the device, rendering it inoperable. Replacement product sent; product return requested.